Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the pt was having a laparoscopic cholecystectomy when the tip of the laparoscopic instrument broke off and fell into pt cavity. After searching the surgical field and area for the tip an x-ray was taken. Placement of the tip was identified and laparoscopic hook tip was retrieved by physician. There was no reported pt injury.